Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws separated from the wires within the jaws. Nothing broke off of the device but the product was not usable after this happened. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. Char and tissue was observed on the jaws. A visual inspection determined that the heater wire was flexed away at the tip of the hot jaw. The wire remained attached at the tip and base of the jaws. No other visual defects were observed. Based on the returned condition of the device the complaint was confirmed for the reported failure ¿bent wire¿. Specific actions for the failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws separated from the wires within the jaws. Nothing broke off of the device but the product was not usable after this happened. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws separated from the wires within the jaws. Nothing broke off of the device but the product was not usable after this happened. The hospital did not report any patient effects.